Event description:
On normal setting (2-3) device did not inflate sufficiently to protect pt from decubitus, stage I decubitus developed. If compressor set at 7-8 level, then sufficient pressure obtained for this light weight pt, but would be insufficient for medium to larger pt for which this equipment was also designed.